Manufacturer narrative:
Findings: pump received with broken battery tube thread, cracked reservoir tube lip, and severely scratched display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 139 mg/dl. The customer stated that the plastic is chipping off on the top of the compartment where the battery goes. The customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.